Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the bubble alarm indicator disappeared from the display of the control panel. There was no icon or alarm displayed. There was no patient involvement.